Event description:
Caller said they got a pacemaker from a different manufacturer (unknown) and said the pacemaker was put in wrong, in a place that hurts. Caller said the pacemaker was already moved once but it still hurts. Caller also mentioned they were on a drug called mirabegron and that drug has not worked for their overactive bladder symptoms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).